Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height cubie drawer 6.2, some screws were missing internally. The field service engineer (fse) replaced the missing screws to resolve the issue. No parts were used from inventory during the repair. Diagnostics confirmed all was working fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the the drawer was broken and had become loose, which prevented it from closing properly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.